Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Fluoroscopy noted the rv lead had dislodged. Surgical intervention was performed and the rv lead was repositioned and remains in service. No adverse patient effects were reported.